Event description:
A customer contacted beckman coulter inc., (bci), regarding erroneous troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system. The customer indicated that four (4) patients were affected. However, an example for only one (1) patient was provided. The initial accu tni result was 0.44ng/ml and 0.74ng/ml upon repeat. On the same day, the original sample was tested for accu tni on a different instrument in the customer's lab and results of 1.0ng/ml and 1.12ng/ml were obtained. It is unclear if the erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc data was not provided. A system check performed in 2007 was within specifications. However, actual results were not provided. Pre-analytical sample handling information was not supplied. Customer provided feedback on 10/24/07 that they did not feel there was an instrument issue. A field service engineer (fse) was dispatched to the customer's lab on 10/25/2007: the fse conducted diagnostic testing which passed. The fse performed accu tnl testing using wash buffer and obtained good results. A clear root cause has not been identified for this event. A malfunction will be assumed for the purpose of this report.